Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-04116 and 3005099803-2014-04117 for the other associated device information. It was reported to boston scientific corporation that two percuflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician inserted the device into side-viewing endoscope, the stent was unable to pass through the stricture site. They changed it with another percuflex biliary stent, however same issue occurred. It was reported that the stricture was very tight. The lesion was dilated with a balloon catheter and the procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent kinked, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4): visual evaluation found that the stent was kinked near the distal end and the stent¿s proximal tip was kinked from being crushed against the distal tip of the delivery system. The distal tip of the stent was twisted and flattened and the shaft was bent in arch. The od diameter of the stent was within specification. The evaluation concluded that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Tortuous conditions due to patient anatomy or customer manipulation can cause kinks and bends in the stent resulting in failure to advance to the target site. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.